Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed call service (064) alarms. The pump was not able to complete the rewind and load steps during testing; a 064 call service alarm was emitted. The pump cover was opened and the motor flex was found to be seated improperly in the motor flex connector. The flex was reseated and the pump was able to successfully complete a rewind, load, and prime sequence.